Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that when conducting dialysis, the catheter joint was oozing and it failed to conduct dialysis. The service was less than three months. The problem was found post-procedure. The patient was involved with no injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample consisted of one incomplete quinton permcath dual lumen catheter kit 36 cm, product code 8817748001. The kit came with a scalpel, an oval sheath/dilator, a 12 fr dilator, an introducer needle, an adult permcath tunneler, an uncoiled marked guidewire, j-straight and an assembled catheter. A visual inspection was performed and the catheter presented signs of use. Both adapters were inspected and there were no issues found. Functional testing was performed and there were no issues found on the catheter. The most probable root cause can be due to over tightening of the adapter or the catheter may have been in contact with a sharp object. The instructions for use (IFU) advise to use caution with sharp instruments near the catheter and details precaution in securement methods. The IFU further states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.